Manufacturer narrative:
This report is filed on (B)(6) 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced serous fluid at implant site, subsequently on (B)(6) 2016 and (B)(6) 2016 the patient had fluid drained from implant site. The implanted device remains.